Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery pack. The cause for the failure was contamination on the battery pca. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to charge a battery.

Manufacturer narrative:
Additional information / device evaluation 01/06/2017: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (does not charge) was confirmed. As received, the battery pack was unable to power a monitor or charge. Upon evaluation, there was contamination on the pca board and battery cells. The cause of the inability to charge is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the damaged battery pack. Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery pack. The cause for the failure was contamination on the battery pca. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
On (B)(6) 2017 - a us distributor also returned a battery pack that had been used with the charger. A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to charge a battery.